Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was low last night and high this morning at 490 mg/dl. Customer stated that he did not know if the insulin pump was the issue or the tube. Customer stated that this bothers him because he can't keep his eye open. Customer stated that he does not have a back-up and could not treat until the pump was fixed. Customer stated that he changed his infusion set or sensor last night. Customer was frustrated and stated that he wanted to change the sensor to see if that helps. Customer then disconnected the call.